Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced alarms and noticed separation of percutaneous lead. Alarms stopped when the patient pushed the wire back in. The controller log file confirms speed drops, red heart alarms and pump stoppage. A successful percutaneous lead repair was performed by the manufactures technical services team.